Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the pump was not performing as expected. A revision surgery was performed and upon examination urethral erosion was noted along with the cuff being too loose on the urethra; therefore, the only the cuff component was removed to let the urethra heal. At a later date, a new procedure was performed to place a new cuff. During procedure, the original pump was tested; however, it did not deactivate due to the deactivation button not performing as expected. The pump was explanted and replaced, leaving the balloon implanted. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion. Besides, the cuff presented auto inflation issues. Only the cuff component was removed, and the connected tubing was plugged. A new cuff will be implanted once the urethra heals. No additional patient complications were reported.